Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of results of this investigation once it has been completed.

Event description:
A guidepin failed presumably because of impingement with a trochanteric nail. The broken pin was left in the patient.